Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation pending product return.

Event description:
The user facility in (B)(6) reported a vitrectomy cutter did not cut while aspiration continued. It was replaced with another one and the surgery was completed with no patient injury reported.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic bag without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was in place, as it should be. The needle was bent. The port window was in the opened position with debris visible in and around the port. There was dried solution visible in the tubing. The cutter looks used. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and the cutter aspirated as it should. This cutter performed as intended. Due to evidence of use, the cause of the bent needle cannot be determined. A review of the complaint database revealed no other complaints have been submitted against lot w0649. Refer to CAPA (B)(4). CAPA (B)(4) was closed on 06 july 2018 but was still open when lot w0649 was manufactured in nov 2017. Per CAPA (B)(4) and qcr (B)(4) the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters were replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories. The most recent lot of bl5325wv manufactured was lot w0885 in jan 2018, which was prior to the implementation of the vitrectomy tubeset enhancement; no lots of bl5325wv have been produced since then. Any bl5325wv product with a lot number higher than w0885 will include the vitrectomy tubeset enhancement.